Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. The reported patient effect of chordal rupture (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported difficult to remove from the anatomy appears to be due to a combination of patient morphology/pathology (rotated heart, previous heart surgery) and user technique/procedural circumstances of the clip being positioned too medially and difficult visualization (poor image resolution). The poor image resolution is related to difficult visualization due to previous heart surgery, and is thus related to patient morphology/pathology and procedural circumstances. The tissue damage was a result of the clip becoming caught in the chordae and is therefore related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the ruptured chordae and chordal entanglement of the mitraclip. It was reported that the mitraclip procedure was performed in the patient with grade 4 functional mitral regurgitation (mr). The transseptal puncture was performed, but was challenging. During positioning of the mitraclip ntr clip delivery system (cds), the clip was positioned too medially and became tangled in chordae. Troubleshooting attempts were performed and successfully removed the cds from the chordae, but new ruptured chordae was noted. Mr remained about the same. The mitraclip was re-oriented and grasped both leaflets successfully stabilizing the flailed chordae with the mitraclip. A second mitraclip was implanted to further reduce the mr. An xtr mitraclip was deployed lateral to the ntr mitraclip. The procedure ended with mr grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. The next day the patient was reported to be feeling great. No additional information was provided.